Event description:
In 2009, the sales rep reported that during surgery the surgeon was trying to adjust the screw height; two pieces on the end of dorsal height tool broke off in patient; 2 pieces broke off and two were recovered. Additional information received on 03 jun 2009 via telephone, the sales rep reported that during surgery, the surgeon was attempting to adjust the screws and when the dorsal height adjuster malfunctioned then the surgeon used the screw driver to adjust the screws and finish the case.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.